Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer has high blood glucose levels every day, up to 500 mg/dl. She takes her pen to inject insulin and the value decreased. Customer thinks the pump is not delivering the insulin correctly. No adverse event alleged. A request was made for the return of the device.